Manufacturer narrative:
The suspect polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the illuminator voltage was out of range along with sensor voltage was out of range. Accuracy assessment kit (aak) testing found that the unit passed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to perform a system checkout. The representative reported that the polaris spectra system control unit (scu) and the positioning sensor unit (psu) were replaced to resolve the reported issue. After replacing the parts a system checkout was performed. System passed all testings and is working normally. The suspected parts were not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigation system camera was not working post surgery. There was no patient at the time of the reported issue.